Event description:
The following has been reported: biomed reported: maintenance alarm observed in ims. No patient harm. An initial review of the device logs reveals the following: pneumatic valve actuation failure (valve 5) an active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The complaint was flagged for a potential pneumatic valve actuation failure. A review of the log files indicated that valve 5 was suspected to be faulty. To test the functionality of the pump, a final acceptance test was performed multiple times to ensure functionality. The pump was able to pass the final acceptance test 5 times without any sign of fault. A mock infusion was then performed to test the pumps flow delivery over a period of time. The pump was set up for a primary basic infusion. The flow rate was set on 1000 ml/hr and the volume was set to 1000 ml. The test was started and left to run till its near completion. Once the pump was about to finish its 1000ml infusion, the volume was reset again to 1000 ml. The pump was able to function at this high rate of flow for 2 hours and 10 minutes before it issued a "service needed" alarm. The logs were pulled again and pneumatic valve actuation failure (valve 5) was identified again as the source of failure.